Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo ports product family and the failure mode "foreign material." No adverse trend was identified. As received, the catheter tubing was not returned with the port. The port septum was filled with bio material {blood} on the inside and out. Other than blood, no foreign substance was observed during the sample cleaning/evaluation. Tool marks were noted around the valve stem. Infusion and aspiration were performed using a non-coring needle and a 10 cc syringe without difficulty. Both the measured infusion pressure and aspiration pressure were found to meet specification. The valve stem ID, barb od, and barb length were measured and found to be within specification. The reported complaint description of foreign material and unable to aspirate port could not be confirmed. The returned sample was evaluated and found to be visually, dimensionally and functionally acceptable, i.e. Met specification. No manufacturing related or any other defects were noted during the evaluation. This is the only reported complaint for this failure mode in the past 15 months for the bioflo port product family. Based on no issues noted in the DHR, and adequate process controls in place, no corrective action to be taken by angiodynamics at this time. ((B)(4)).

Manufacturer narrative:
The originally implanted port has been returned to angiodynamics for evaluation, however the investigation has not yet been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
On (B)(6) 2017 the patient had a bioflo port implanted. Upon completing surgery, the md was unable to aspirate the port. With the patient still on the table, the physician removed the port and inserted a new port, using same catheter. Able to draw blood and infuse. A jelly-like substance was reported to be found in the port chamber. There was no impact on the patient. The original port has been returned to angiodynamics for evaluation.